Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unsure of location') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 5 ((date of birth: (B)(6))). Concurrent conditions included vaginal yeast infection since 1998 and muscle spasm. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2007, the patient experienced migraine ("migraines / headaches"). In 2008, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2013, the patient experienced abdominal pain lower ("lower abdomen pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and mood swings ("hormonal changes describe: mood swings"). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal), type: yeast, uti") and urinary tract infection ("infection (bladder/urinary tract/vaginal), type: yeast, uti"). The patient was treated with surgery (supra cervical hysterectomy (uterus only)). Essure (ess205) was removed on (B)(6)2013. At the time of the report, the device dislocation, abdominal pain lower, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, urinary tract infection, female sexual dysfunction, migraine, mood swings and tooth disorder outcome was unknown. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, migraine, mood swings, tooth disorder, urinary tract infection, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: result: migration of essure device, one slipped inside somewhere, don't know which side. Still there. Healthcare provider result: procedure successful, even though the device has migrated it wouldn't cause any harm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-jul-2019: pfs received: lawyer was added. Case become incident , previously added injury nos was replaced by mood swings & new events- vaginal bleeding, menorrhagia, yeast infection , uti, apareunia, migraines, headaches, migration of essure device location of device: unsure of location, dental problems, dysmenorrhea, dyspareunia, lower abdominal pain were added. Lab test was added. Concomitant condition was added. Insertion date was captured wrong, so updated insertion date. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unsure of location') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 5 ((date of birth: (B)(6) 2000, (B)(6) 2002, (B)(6) 2003, (B)(6) 2004, (B)(6) 2006)). Concurrent conditions included vaginal yeast infection since 1998 and muscle spasm. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2007, the patient experienced migraine ("migraines / headaches"). In 2008, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2013, the patient experienced abdominal pain lower ("lower abdomen pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and mood swings ("hormonal changes describe: mood swings"). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal), type: yeast, uti") and urinary tract infection ("infection (bladder/urinary tract/vaginal), type: yeast, uti"). The patient was treated with surgery (supra cervical hysterectomy (uterus only)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the device dislocation, abdominal pain lower, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, urinary tract infection, female sexual dysfunction, migraine, mood swings and tooth disorder outcome was unknown. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, migraine, mood swings, tooth disorder, urinary tract infection, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: result: migration of essure device, one slipped inside somewhere, don't know which side. Still there. Healthcare provider result: procedure successful, even though the device has migrated it wouldn't cause any harm.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2020: this case was found to be duplicate of case (B)(4) hence, marked for deletion. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.